Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: mentor siltex round moderate profile, 375cc, saline catalog # 3542660. Manufacturer¿s reference number: (B)(4)

Event description:
It was reported that a (B)(6) -year-old female patient underwent a primary breast augmentation with a mentor siltex round moderate profile 375cc saline that deflated after implantation. The deflation was secondary to trauma suffered by patient while pulling a christmas tree out of the attic. The patient underwent bilateral explanation as a result. The implants were replaced with mentor smooth round moderate plus profile 475cc saline.

Manufacturer narrative:
On 4/18/2018, mentor became aware that the problem was observed on (B)(6) 2017. Mentor also became aware that as a result of the left breast prosthesis deflation, the patient underwent bilateral removal and replacement with mentor smooth round moderate plus profile 475cc saline catalog #3502475 sn #(B)(4) and mentor smooth round moderate plus profile 475cc saline catalog #3502475 sn #(B)(4) on (B)(6) 2017. Device evaluation summary: upon receipt to mentor, the device contained no fluid. White and brown material were observed within the device and on the shell surface. Visual evaluation of the device revealed a rent measuring approximately 0.3 cm within an area of siltex cracking on the posterior aspect. No other anomalies were found. Because mentor performs 100% inspection and testing of all devices prior to release, product evaluation concluded that the rent and siltex cracking occurred sometime subsequent to the removal of the device from its protective packaging. He complaint of deflation was confirmed since a rent was found on the device. However, at this point it is not possible to determine the root cause of such damage or the origin of the white and brown materials observed. Because mentor performs 100% inspection and testing of all devices prior to release, pe concluded that the rent and siltex cracking occurred sometime subsequent to the removal of the device from its protective packaging. Siltex cracking is defined as a material separation occurring in the siltex layer and can eventually progress through the shell of siltex saline-filled devices. Mentor believes that siltex cracking is ultimately a result of high stresses caused by acute folds (i.e., severe ¿v¿ or tight folds) in the rtv shell of siltex breast prostheses. The device history record (DHR) of lot number 217452 was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Siltex cracking is defined as a material separation occurring in the siltex layer and can eventually progress through the shell of siltex saline-filled devices. Mentor believes that siltex cracking is ultimately a result of stresses caused by folding of the shell in-vivo. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).